Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead triggered an alert for high thresholds. It was further noted that the lead had become dislodged, and exhibited loss of capture. The lead was reprogrammed and later revised. No patient complications have been reported as a result of this event.